Manufacturer narrative:
It was reported that the balloon would not deflate on the pruitt f3 carotid shunt. The product was not returned for evaluation. Therefore, the root cause could not be determined. The lot for the product involved was not reported. Therefore, a device history record review could not be completed.

Event description:
It was reported that the pruitt f3 carotid shunt common carotid balloon would not deflate during the pre-use test. No injury was reported.